Event description:
During a laparoscopic low anterior resection procedure, the surgeon removed the original cartridge, used three reloads with the device to close the artery and transect the intestine, and the device worked fine. Then, the original cartridge was put back into the instrument to fire. The surgeon noticed that the staples were out of the cartridge. It was empty. Additionally, the instrument could not open and close. It was jammed. A new device was used to complete the operation. No pt consequence. The or time was extended by 30 minutes.